Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the heater-cooler system 3t . The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and confirmed the reported issue. He replaced the patient pump and the issue could be solved. Subsequent functional verification testing was completed without further issues and the unit was returned to service. The most likely root cause is a bearing damage due to corrosion formation traceable to environmental conditions the pump worked in such as condensation caused by water infiltration or high temperatures and high levels of humidity.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t displayed an error message associated to a patient pump blocked during priming. There was no patient involvement.